Event description:
Related manufacture reference number: 2017865-2023-16576. It was reported that the patient presented during leadless pacemaker procedure. During procedure, it was noted that the helix of the first leadless pacemaker was stretched. The reported leadless pacemaker was not implanted and the procedure continued with a second leadless pacemaker. It was reported that the helix of the second leadless pacemaker was also stretched. Both leadless pacemakers were not implant and the patient was implanted with a single chamber transvenous system on 13 mar 2023. There were no patient consequence.

Manufacturer narrative:
Correction: b5 - two leadless pacemakers were installed during the same procedure and not implanted.

Event description:
It was reported that the patient presented during leadless pacemaker procedure. During procedure, it was noted that the helix of the leadless pacemaker was stretched. The reported leadless pacemaker was not implanted and the procedure was completed with a transvenous device on (B)(6) 2023. There were no patient consequence.